Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator would operate on backup battery but would not operate on ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the customer contacted manufacturers product support (pse) for assistance. Pse provided information for replacement of the power supply. The facility biomedical engineer reported the power supply and power switch were replaced. The biomedical engineer reported performance verification testing was completed and the unit is ready for use.